Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. (B)(4).

Event description:
Mueller mg, jacobs km, mueller ER, abernethy mg, kenton ks. Outcomes in 450 women after minimally invasive abdominal sacrocolpopexy for pelvic organ prolapse. Female pelvic med reconstr surg. 2016 jul-aug;22(4):267-71. Doi: 10.1097/spv.0000000000000269. Pmid: 27054799. According to the available information, of 458 patients, six patients underwent reoperation for pelvic organ prolapse (pop), of which one was perineorrhaphy, and two were repeat abdominal sacrocolpopexy (asc). Twelve had ileus/obstruction or port site hernia, half of which resolved with conservative treatment. Six patients required re-operation for bowel complications, four of which were for port-site hernias. Sixty-six had reperionealization at the time of asc. Five patients had vaginal mesh erosion, two of which were managed conservatively, whereas three required operational management. It was not specified how many patients had a restorelle device.